Event description:
On (B)(6) 2012, pt was brought to hospital due to collapse. Two different programmers (both upgraded with the new software 2.34) were used to get contact with the pacemaker, but none of them could. However, pacing was observed on the surface ECG with a heart rate around 73bpm; in addition, magnet was applied, leading to dual chamber pacing at 93 minute- 1 (ie still at bol). The pt had his last follow up one week ago and the pacemaker seemed to work properly at that time (20% atrial pacing and 0% ventricular pacing).

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united sates. Analysis is pending.